Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 158 cm., body mass index (bmi) 25.4kg/m2.

Event description:
A patient in a study underwent a da vinci assisted cervicectomy with amputation of the cervix uteri, posterior vaginal wall, plastic reconstruction of the vulva and perineum, and laparoscopic adhesiolysis on the intestine. Twenty-eight days later, a scar infection was reported. No other information was provided.